Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy bilateral salpingoophorectomy with cystoscopy, the surgeon used a loaded device with absorbable reload suture. When the needle passed through the vaginal cuff, which the surgeon tried to close, the needle came off and was lost in the abdomen. The surgeon and staff inspected the abdomen to locate and retrieve the needle but it could not be found. An x-ray was obtained and the needle was not visible on x-ray. There was no reported patient outcome.